Event description:
It was reported that the motor device was ¿overheating. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was received. The reporter stated that the event occur during different neuro surgical procedures. The reporter could not specify the amount of occurrences. There were no delays to the surgical procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. Device evaluation:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.